Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (valve oversizing), patient factors (female gender, advanced age, severe aortic valvular calcification, bulky ncc calcification) likely contributed to the suspected annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, following balloon aortic valvuloplasty, a 26mm sapien 3 valve was deployed with 3ml less than nominal volume. The valve landed in a final 90:10 aortic/ventricular (a/v) position as intended. Mild paravalvular leak (pvl) remained. Post valve deployment, the blood pressure (bp) dropped to 30 mmhg to 40 mmhg, accompanied by pericardial effusion. Cardiac massage and percutaneous cardiopulmonary support (pcps) were started approximately 15 minutes after the hypotension onset. Although an annular rupture was suspected, no definitive findings of a rupture were detected by aortography, transesophageal echocardiography (tee) or computed tomography. When 300ml of ¿bloody¿ effusion was removed by pericardial drainage, the patient¿s hemodynamics recovered. Following the withdrawal of the esheath, protamine was administered. Considering the patient¿s age, no surgical treatment, including open chest surgery, was performed. The patient was weaned off of pcps by the end of the procedure. The patient would continue to be monitored under blood pressure control and intubation. The valve remains implanted in the patient. The native annular valve area measurement varied widely from 420mm2 to 480mm2, which was borderline between a 23mm sapien 3 valve and a 26mm sapien 3 valve. Severe aortic valvular calcification, mild aortic root calcification and bulky native leaflet (non-coronary cusp) calcification was reported. The sinus of valsalva (sov) diameter measured 29.0mm. The sinotubular junction (stj) diameter measured 26.0mm.

Manufacturer narrative:
As reported through the japanese case registry, the suspected annular rupture and cardiac tamponade improved post procedure; however, delayed emergence was observed. Examination revealed no cerebral infarction or hypoxic encephalopathy. Despite a normal electroencephalogram, the patient was still not awakened as of postoperative day 66. No further information is available. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedural factors (hypotension, cardiac massage, placement on pcps), patient factors (female gender, advanced age, severe valvular calcification, bulky leaflet calcification) may have contributed to the neurological event and the patient¿s delayed emergence from the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.